Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Concomitant medical products: other relevant device(s) are: product ID: 620rg31, serial/lot #: (B)(4), ubd: 05-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 months and 23 days post implant of this 30 mm annuloplasty ring, the ring was explanted and replaced with a 31 mm annuloplasty ring due to dehiscence of the p2 and p3 leaflets and "significant" mitral regurgitation. During the replacement, the surgeon noted the chordae tendineae appeared intact. After testing the newly implanted 31 mm annuloplasty ring, residual regurgitation was reported and the ring was explanted and replaced with a non-medtronic bioprosthetic valve. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.